Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges injury, pain, stiffness, discomfort, weakness, limited mobility, anxiety, and toxicity of the metal in the body. Doi: (B)(6) 2010; dor: scheduled on (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 2755402. Device history review: the DHR revue of batch 2755402/ l20310 reveals an initial conformance of this product with regards to its specification. For this batch, 3 failures investigation reports were raised 2008-400, 2008-425 and 2008-473. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.